Event description:
It was reported that the 9900 system displayed a joystick error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the remote user interface and joystick error was addressed. However, during this investigation it was noted that the c-arm would not move. Reset the plug for the joystick and the c-arm moved as intended. Also advised that the footswitch was not working (pins pushed out). Repaired the footswitch. The system was tested and found to be working as intended and placed back into service.